Event description:
Consumer called to report high readings with his meter.using a competitive meter and readings seem more consistent with how he feels. Analysis run on consensus error grid using competitive mean reading (76) as reference point vs. Bd readings (367) yeilded data points in the d range of the grid, outside of acceptable limits.